Manufacturer narrative:
Previously it was reported that the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device, the customer stated the device was making a strange noise and produced error 145 in the error log. The customer performed a blower calibration using the service tool and said the device now sounds better and is operational. Customer was advised that the recommendation is to preform a full pvt on the device before returning to use. Customer states they will preform test. The device passed all testing but the customer would like to replace the blower and will take responsibility to repair the device. Provided customer with the part number and price.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.